Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Failure analysis - photographs were provided. Evaluation of the photographs determined that the distal mcp component was broken into two large pieces in the middle of the stem. Several smaller pieces which might have been additional fragments were also observed. The failure was confirmed. If the part is later returned to integra this investigation may be reopened and updated. Root cause - as the part was not returned, a definitive root cause cannot be determined. However, based on review of the photographs provided by the customer and of other similar complaints, similar issues that resulted in postoperative mcp fractures have been attributed to a rapid brittle, bending fracture. It is unclear if the breakage occurred during implantation (during impaction) and went unnoticed or occurred post-implant due to patient action. If the part is later returned, this complaint may be reopened and further investigation conducted.

Event description:
A physician reported a mcp spontaneous fracture. Additional information has been requested.